Event description:
Two nurses at chairside to double-check vectibix. Upon pressing start on the pump, got proximal air error message. Attempted to backprime but then the pump said cassette test failure. Rn removed chemo lock end cap of tubing and noticed internal peg was pushed down in cassette blue peg. Primary tubing switched out and chemo was able to be started successfully on secondary this time.